Event description:
It was reported that this patient presented to the emergency room (ER) with shortness of breath which had been going on for the past month. There, it was discovered that this pacemaker was in safety mode. Technical services (ts) recommended device replacement. It was noted that this patient was initially from out of the country and plans to leave the country soon. No adverse patient effects were reported. Currently, this pacemaker remains in service.